Manufacturer narrative:
Device analysis: visual inspection of the rotawire device received shows the spring tip missing and the wire is fractured by the distal end. The fractured wire was sent to analytical lab for sem (scanning electron microscopy) analysis. The results of the sem analysis reveal that "the fracture site exhibited evidence of compression and tension typical of bending. The fracture surface exhibited a fibrous appearing structure that is actually longitudinal grain boundaries, also representative of bending. No material anomalies were noted. Conclusion: the core wire fractured as a result of a bending overload moment". A device history record review was performed and no issues were noted. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
This complaint is now reportable based on add'l info received during the device analysis 06/01/2009. It was reported that during a percutaneous coronary intervention (pci) an elongated guide wire tip occurred. A rotawire 325 cm gw flop had been advanced to an unspecified location. During the procedure, the "tip of the rotawire elongated". There was no portion of the device left inside the pt. The procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "good". Returned device analysis revealed a fractured tip.